Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: note: when using trocar with drain, care should be taken as the sharp and pointed edge of trocar could result in serious injury. After removal of trocar from the drain, please dispose of it as per the hospital protocol in the appropriate biohazard/sharp's container. Instructions for use: the surgeon should irrigate the wound with sterile fluid, then suction the irrigating fluid and gross debris from the operative site. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the operating surgeon. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain displacement. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. Care must be exercised to avoid damage to the drain (see warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the previous issues of channel drain trocars being dull and not draining as effective had stayed persistent and they were looking to convert to cardinal drains because a patient had been harmed. The customer had not yet elaborated on how the patient was harmed or in what way. They spoke with customer to (B)(6) to try to get an understanding of why they were shifting over to cardinal from bard, and they explain that the issues that came into addressed and work on had remained persistent (dull trocars and weak draining) according to the surgeons. It was stated that the patient got hurt due to one of the products, so they have to convert their existing skus. The customer spoke to their coordinator about more information regarding the drain issues. No medical intervention was reported.

Event description:
It was reported that the previous issues of channel drain trocars being dull and not draining as effective had stayed persistent and they were looking to convert to cardinal drains because a patient had been harmed. The customer had not yet elaborated on how the patient was harmed or in what way. They spoke with customer to virginia to try to get an understanding of why they were shifting over to cardinal from bard, and they explain that the issues that came into addressed and work on had remained persistent (dull trocars and weak draining) according to the surgeons. It was stated that the patient got hurt due to one of the products, so they have to convert their existing skus. The customer spoke to their coordinator about more information regarding the drain issues. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.